Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely that a dual cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from 3032841 to 2082141. D4: manufacturing date and h4: manufacturing date updated as a result.

Manufacturer narrative:
B3: date of procedure estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in an unspecified access site was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the device misfired [falure to cycle]. The suture of a new prostyle device was successfully pre-placed and the evar was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.